Manufacturer narrative:
Physio-control evaluated the customers device, and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. Proper device operation was observed through functional, and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device indicates ac power charging/battery green lights without the device being plugged in to ac power. Along with the screen being completely black showing no display. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the yellow battery wire coming from jack connector designator j11 had its insulation damaged and was intermittently shorting to filter designator fl31 to cause the reported issue.

Event description:
The customer contacted physio-control to report that their device indicates ac power charging/battery green lights without the device being plugged in to ac power. Along with the screen being completely black showing no display. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.